Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in arteriovenous fistula. A mustang 4.0 x 80, 75cm was selected for use. During the percutaneous transluminal angioplasty procedure, the balloon was ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event. It was further reported that the target lesion was 70% stenosed, severely tortuous and severely calcified.

Manufacturer narrative:
Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 2mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in arteriovenous fistula. A mustang 4.0 x 80, 75cm was selected for use. During the percutaneous transluminal angioplasty procedure, the balloon was ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event. It was further reported that the target lesion was 70% stenosed, severely tortuous and severely calcified. Additionally, it was confirmed that patient had challenging anatomy and the procedural factors contributed to the event.

Manufacturer narrative:
D2.b. Pro code (product code): fge, lit. G.4. Premarket / 510(k) #: k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in arteriovenous fistula. A mustang 4.0 x 80, 75cm was selected for use. During the percutaneous transluminal angioplasty procedure, the balloon was ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in arteriovenous fistula. A mustang 4.0 x 80, 75cm was selected for use. During the percutaneous transluminal angioplasty procedure, the balloon was ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event. It was further reported that the target lesion was 70% stenosed, severely tortuous and severely calcified.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 2mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.